Event description:
Three fast-fix devices experienced suture breaking during a meniscal repair procedure. The suture broke while tightening the knots. All implants remained outside the capsule. A few weeks post-op, the patient heard squeeking in the knee. A second procedure was performed and it was found that there was a piece of suture in the joint. It was reported that the patient is doing well.